Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple altitude alarms occurred and were unable to be cleared. In addition, the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was 128 (mg/dl). Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
(B)(4).